Event description:
It was reported to boston scientific corporation that a sensation polypectomy snare was used during a procedure. According to the complainant, the snare loop extended normally, but would only retract halfway. The procedure was completed with another sensation polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4) for the reported event: snare loop would not retract properly. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found one side of the handle cannula detached from the handle. The condition of the device rendered functional testing impossible. The complaint was confirmed; the detached handle cannula prevented the snare loop from retracting completely. The most probable root cause for this event is improper assembly during the manufacturing process, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation polypectomy snare was used during a procedure. According to the complainant, the snare loop extended normally, but would only retract halfway. The procedure was completed with another sensation polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.